Manufacturer narrative:
(B)(4). Covidien field service engineer ( fse) inspected the device and the alleged malfunction could not be duplicated. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator "won't sense when pt is disconnected." The patient was removed from the ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).